Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The user reported that he stopped hearing overnight. The information has been sent to the doctor to determine what the next steps will be.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Hearing performance with the device is affected. The user reported that he stopped hearing overnight. Re-implantation is planned but no date has been scheduled.

Manufacturer narrative:
Conclusion: device investigation revealed a device failure caused by fatigue breakage of the coil wire. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
Hearing performance with the device is affected. The user reported that he stopped hearing overnight. The user has been re-implanted.